Event description:
Event description guidant received information that this implantable lead exhibited noise on the rate/sense channel which caused non-sustained ventricular tachycardia (nsvt) and some episodes treated with antitachycardia pacing (atp). The pacing impedance is out-of-range. The atrial port is plugged, however there is an atrial tracing that matches up with the rate/sense and shock channels.